Manufacturer narrative:
Unit received with no vibration due to broken vibrator wire. Unit received with minor scratched display window. Unit received cracked case at display window corner.

Event description:
Customer reported that insulin pump was set to vibrate, but it never vibrated. Customer's blood glucose was unknown. Insulin pump did not vibrate during self-test. Customer states that insulin pump beeps instead of vibrates and is not able to hear beep due to high frequency. Insulin pump would be replaced.